Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the integrated multisensor technology (imt) mixer and performed method tests. The cse replaced reagent 1 probe, reagent 1 arm and sample probe 1. The cause of the discordant, falsely depressed urine enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed urine enzymatic creatinine results were obtained on four patient samples on a dimension vista 1500 instrument. The initial results were released to the physician(s), which were questioned. The customer repeated the same samples on the same instrument, resulting higher. The customer repeated sample ids (B)(6) twice, both resulting higher. The customer repeated sample ID (B)(6) three times, each time resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed urine enzymatic creatinine results.